Event description:
The customer stated discrepant wbc results were generated on the cell-dyn sapphire. A patient specimen generated a wbc of 0.14 k/ul. The rbc, platelet and hemoglobin values were within expected range. Upon repeat, the wbc was normal at approximately 8 k/ul. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A field service engineer (fse) inspected the cell-dyn sapphire instrument. The fse inspected the wbc dilution cup and it appeared to be working within specifications; however, it was observed to be very dirty with a visible blood clot on the top portion. The fse cleaned the wbc dilution cup and flushed with hot water. The fse then processed 50 samples through the instrument and verified that the sample aspiration probe dispensed fluid into the wbc dilution cup without any error. The customer reported that there were no other discrepant results generated with the cell-dyn sapphire. The issue was attributed to the blood clot in the wbc dilution cup. The cell-dyn sapphire operator's manual provides information regarding obstructions in the tubing and/or the wbc dilution cup and how to resolve the issue. A non-statistical trend (nst) complaint review was performed for the reported issue from (B)(6) 2010 through (B)(6) 2011. No nst was identified during the searched period. Based on the investigation above, a product deficiency has not been identified for the cell-dyn sapphire related to the reported issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.